Event description:
It was reported that approximately three months post op, a set screw was found to be loose. It is not known if a revision surgery was performed.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op x-rays were returned and showed hooks at top of construct with pedicle screws at bottom. X-rays confirm that a set screw may have migrated out of caudal end of construct. Rod appears short on one side of caudal construct. Unable to determine the cause of the event.